Event description:
It was reported that with the patient¿s first implant the lead broke that was up at her thigh, which was around (B)(6) time too. It was noted there wasn¿t a separate lead revision, but was done when they changed everything.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 3988nds, lot# n24424, implanted: (B)(6) 2000, explanted: (B)(6) 2006, product type: lead. (B)(4).